Manufacturer narrative:
Insulin pump received with cracked and broken off end cap. Disconnected motor and keypad assemblies due to physical damage to the insulin pump. Broken reservoir tube lip and minor scratched lcd window noted.

Event description:
It was reported that the insulin pump was broken in half. The blood glucose reading was not obtained at the time of the call. The customer stated that the device was smashed, shows physical damage, and is completely broken. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.